Manufacturer narrative:
The customer's calibration, qc, system alarm trace, and sample pre-analytical details were requested but not provided. The patient's sample was provided for an investigation. The investigation reproduced the customer's ft4 and ft3 results. Upon investigation of the patient sample, an interferent against the ruthenium label structure of the ft4 and ft3 assays was confirmed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module. The customer reported out the results to a physician who asked for a re-measurement of the sample. The customer performed repeat testing on an accuraseed (wako) analyzer. Also, the sample from the patient was submitted for investigation and was tested on an architect analyzer and a cobas 8000 e 801 module. Refer to the attachment on the medwatch for all patient data. The e 801 module serial number was requested but not provided. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.